Event description:
Fluoroscopy in 2008 found ivc filter segment in the right ventricle. This was re-evaluated in (B) (6). 2009. The tine broken from the ivc filter remained in the right ventricle. In (B) (6) 2010, the patient died at home. No autopsy was performed.